Manufacturer narrative:
Evaluation summary: the system was examined by a company representative who did not indicate finding any issues that would be associated with the reported event. The ethernet cable and vitrectomy valve assembly were both replaced. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause could not be determined conclusively.

Event description:
Additional information received from a company representative reported that the prime of 2 vitrectomy cassettes could not be completed. Also, during vitrectomy, the vitrectomy cut handpiece halted. A resettable system message was displayed. A patient was involved but not harmed. The surgery was completed on time by changing the vitrectomy cassettes and by lowering the speed of cut of the handpiece.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported that the vitrectomy system did not work. It is unknown when did the event occur and if there was a patient involved. Additional information has been requested but not received to date.